Event description:
During a diagnostic procedure in a surgical operation we had a direct contact with liver parenchyma for 5-15 seconds on two different pts involved. During the procedure, after having positioned the instrument on the parenchyma, the operator has realized that the probe cover was fully broken with subsequent contact of the non sterile probe both with surgeon hands and with pt tissues. The pts are still recovered and there are no signs of infectious complications.

Manufacturer narrative:
Event (B)(4)/8043817-2011-00002 was originally filed with two devices that were in separate incidents on separate dates. This MDR is to represent the second device as its own MDR (B)(4)/8043817-2011-00007.